Event description:
The customer reported obtaining one (1) erroneously low cr-e (enzymatic creatinine) result of 15.4 umol/l involving the unicel dxc 600i synchron access clinical system on (B)(6) 2013. The customer repeated the patient sample and a higher result of 100 umol/l was obtained. A beckman coulter fse (field service engineer) was dispatched on (B)(4) 2013 to evaluate and service the instrument. The customer reported a recurrence of the event on (B)(6) 2013 and stated that two (2) additional erroneously low cr-e results were generated. The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with the events. No data was provided for the event on (B)(6) 2013. This report references the event which occurred on (B)(6) 2013. Please see medwatch report #2050012-2013-00372 for the report of the event on (B)(6) 2013. Quality control results before and after the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched on 05/15/2013 and replaced the mc (modular chemistry) syringe, cc (cartridge chemistry) reagent syringe, wash tower manifold, and reagent probe belts. The fse ran tg (triglycerides) and cr-e precisions and the results were within the established ranges. The issue recurred on (B)(6) 2013 and the fse was dispatched again on (B)(4) 2013 to evaluated the instrument. The fse replaced the bubble generator and incidentally replaced multiple parts as a preventive action. The fse performed alignments and precision run using patient samples and repairs were verified per established procedure. Results: failure mode is unknown as the fse replaced multiple hardware components on the mc and cc sides of the instrument to resolve the issue. All related medwatch reports associated with this event: 2050012-2013-00371, 2050012-2013-00372.